Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A replacement procedure for the s-ICD was scheduled. Before the procedure, it was noticed the system impedance was 150 ohms and was previously 176 ohms. Subsequently, the procedure was postponed and the entire s-ICD system was later explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A replacement procedure for the s-ICD was scheduled. Before the procedure, it was noticed the system impedance was 150 ohms and was previously 176 ohms. Subsequently, the procedure was postponed and the entire s-ICD system was later explanted and replaced. No additional adverse patient effects were reported.